Event description:
The pt was scheduled for an open gastric bypass. During the case two staplers were opened to create anastomies of the bowel. During the firing of one of the staplers, the cocking pin plunged through the staple anvil forming a sharp point. The stapler was then removed from the field, and the second stapler was opened.